Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery kept going low needed to be changed in insulin pump daily. Customer reported of needing to change battery twice in one night. Customer also reported that when switching to another screen, display screen would turn white for a moment. Customer inquired if battery used were the correct type. Customer's blood glucose was 195 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v due to connector resistance at electronic board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly. The insulin pump was received with operating currents within spec. No unexpected replace battery now alarms noted. No unexpected flashing, blank, or solid white display noted. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.